Event description:
Customer reported via phone, she was just released from the hospital and was concerned about getting back on the insulin pump. Customer states she had been of the insulin pump for 14 days and wants to be retrained with how to connect with the insulin pump. Customer doesn't know what her blood glucose was at the time of the hospitalization but it was low. Current blood glucose was 226 mg/dl. Customer stated she doesn't recall being treated for low blood glucose only for blood pressure. Customer was experiencing low blood glucose for a few days and was advised by her doctor to go to the emergency room. Customer stated the drive support cap was found normal. Customer believed the low blood glucose was the cause of her low blood pressure. Customer declined troubleshooting and stated she had to go and disconnected the call. Customer needed assistance reconnecting with the device. Customer is not returning the device for further analysis.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.